Event description:
It was reported through patient outcome that the patient passed away due to progressive right ventricular failure and renal failure. The patient declined hemodialysis and opted for comfort care. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including renal dysfunction and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient presented with worsening dyspnea despite milrinone given for right ventricular support. It was noted that right ventricular dysfunction was noted on an echocardiogram prior to pump implantation. The patient was given diuretics for worsening dyspnea with worsening renal function. It was also noted that the patient had stage 3 to 4 chronic kidney disease that did not exist before implantation with a baseline creatine level of middle to upper 2 mg/dl range, which progressively worsened on (B)(6) 2024 until it reached a peak of 6.5 mg/dl on (B)(6) 2024. A right heart catheterization was performed on (B)(6) 2024 which captured elevated biventricular filling. The patient's heart and renal dysfunction were not device related. The patient declined hemodialysis and opted for comfort care.